Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device dilator would not click into the sheath. The percutaneous coronary intervention (pci) procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was partially mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator. The hub of the locator was examined under microscope and no flash or molding anomalies were found. Functional testing was performed, the arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator and sheath. Then, the arteriotomy locator was reinserted into the hemostasis sheath and a clear tactile snap was audible. The allegation is that "dilator would not click into sheath". The arteriotomy locator was clicked and locked into the hemostasis sheath as intended. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.